Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient did something last week, hurt their back, and now the ins is not helping at all. The patient was redirected to follow-up with their healthcare provider once one is located.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.